Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. : investigation summary: the actual device was returned for evaluation. During repair, an evaluation was performed; and it was determined that the device failed visual inspection due to a broken cup; and failed pretest on the following: visual assessment: fail, end cap thread assessment and keyless fitting assessment. Therefore, the reported condition that the distal tip on the device was cracked off was confirmed. The assignable root cause was determined to be due to improper handling. The described failure by the customer was confirmed. The device was visually inspected as received from the customer. It was found that the device investigation is based on the assessment performed by the complaint technical investigator. The device failed the following inspection criteria¿s during the functional assessment: 2.4.1 n/a. The kincise cup-adapter was visually and functionally assessed and determined to have a broken straight pinnacle cup toll near the threaded end, consistent with having been dropped or other radial (off-axis) force - user error. No further action required at this time since the issue is consistent with user error. Received allegation was confirmed. Root cause comments: the most relevant root cause is linked to improper handling - user error. As part of anspach quality process all devices are manufactured, inspected, and released to approved specifications. The IFU states the following regarding the reported issue that was observed by the user or customer: do not use excessive force, always maintain a firm grip on the surgical impactor and accessories to prevent damage due to dropping and do not strike the device with a mallet or any other instrument. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Device history lot: null. Device history batch: null. Device history review ==> no manufacturing record evaluation required as no manufacturer or service related issue found.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the distal tip on the shell/liner impactor device cracked off as the surgeon was placing it. According to the report, the broken piece was recovered. There was patient involvement. There were no delays in the surgical procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.